Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that he had adaptive stimulation and his upright and mobile setting was too strong for him so when he starts walking and the upright and mobile amplitude starts it shoots up to a level that¿s really difficult to walk. The patient reported that he had tried turning it down but later it would still shoot back up when he gets into the upright and mobile position. The patient reported that sometimes he just turned off his device and forgets about it, so he hadn¿t address the issue yet. It was reviewed that the patient needed to set the amplitude to where he needed it and to stay in that position for 3 minutes without making changes and the device would learn the new setting for adaptive stimulation. The patient got into the upright and mobile position and walked around and the patient reported that the amplitude shot up. The patient decreased stimulation to where it was comfortable (3.0v) and walked around for 5 minutes to ensure the device learned the new comfortable amplitude for upright and mobile. No further complications were reported.